Manufacturer narrative:
E.1.: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the top of the connection of a polyflux 140h during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed that the product was filled with fluid. Functional leak testing was performed on the dialysate side of the device, and a leak was observed from a crack in the dialyzer header welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Production record values for the leak test for this batch were within specification. Manufacturing welding parameters were reviewed and were also found to be within specification. The reported condition was verified. The cause of the header cap damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.